Event description:
It was reported that undersensing was observed on the device. The device was explanted and replaced due to normal battery depletion. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Additional information was requested but was not available.